Manufacturer narrative:
H3: analysis found that visually, the bur did not appear damaged. The diameter of the tip was with in specification of the drawing. H6: additional information suggest that fdm:b21, fdr:c21 and fdc:d16 no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via manufacturer representative that the tip of the diamond part of the bur was damaged while using the product during the tympanoplasty procedure. The part of the diamond was lacked. There were fragments that came off or got detached from the device. The fragments were removed with forceps. There were no broken pieces remain inside the patient's body as the debris were removed. The procedure was completed with backup product(s). There was no intervention planned or performed. There was no delay with the procedure. There were no additional non-routine actions taken to prevent impact or injury in association with the device. There was no patient impact.